Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have two severely bent grips causing misalignment tips. The grips were not found to have cracking damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.

Event description:
It was reported that during a da vinci-assisted lysis of adhesions surgical procedure, the tip-up fenestrated grasper instrument tore tissue. This event occurred as the small bowel was dilated and the surgeon was running the bowel to ensure there were no more adhesions. The surgeon indicated that the interaction between the instrument and the small bowel was aggressive while grasping. Subsequently, the surgeon oversewed the tear with a silk suture. The procedure was completed as planned.